Manufacturer narrative:
Based on the claim against the product by the customer noting repeated c-30 errors, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vio integrated electro surgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). Fa analyzed the vio iesu and the reported failure could not be reproduced. The unit energized and cauterized, and all ports recognized instruments. There were multiple errors in the error logs. The complaint regarding repeated c-30 errors was not confirmed based on fa, which indicates that the device did not contribute to the customer reported issue. The reported errors were confirmed to have occurred, but unable to be reproduced. This complaint is considered a reportable event due to the following conclusion: the customer converted to another da vinci system after the start of the procedure due to the non-functional esu. It was alleged that the surgical procedure was delayed by 120 minutes with a total operative time of 480 minutes. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information in patient information and adverse event or product problem was either unknown, unavailable, not provided, or not applicable. The expiration date for model # is not applicable. Field implant date/explant date is blank because the product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered repeated activation halted c-30 error messages when firing monopolar energy. Prior to calling, the customer replaced the instrument cord and power cycled the erbe generator with no resolve. The intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through multiple erbe generator hard power cycles with no resolve. The customer replaced the instrument with no resolve. The tse suggested trying a force triad generator, but the surgeon elected to swap the vision side cart (vsc). The customer swapped the vsc, but the system software did not match. The tse suggested swapping to the rest of the da vinci system connected to the new vsc. The procedure was converted to another da vinci with no reported injury. On 14-feb-2023, isi the contacted the initial reporter and obtained the following information: the issue first occurred during the procedure when attempting to use monopolar energy. There was no harm to the patient due to the procedure delay or converting to another da vinci system. The procedure was delayed two hours and the total operative time was eight hours.